Manufacturer narrative:
(B)(4). This complaint for use error-breach in aseptic technique is confirmed because the nurse reported that there was a break in aseptic technique as the patient didn't cap his transfer set with a minicap when stopping therapy and he used his hand to stop fluid from leaking out of the transfer set, which is a use error that can cause peritonitis or potential contamination. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involving this peritonitis event.

Event description:
During a follow-up call for an unrelated issue, the nurse reported the patient was diagnosed with peritonitis on (B)(6) 2011. The nurse stated had been having draining difficulty over the last few months. The nurse determined that this difficulty was due to peritonitis, which she stated was in no way caused by any of baxter's products. On (B)(6) 2011, baxter product surveillance contacted the facility and spoke with the peritoneal dialysis nurse regarding this event of peritonitis. The nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2011. The patient was treated with antibiotics and is recovering. Peritoneal dialysis therapy is ongoing. The nurse reported that the cause of the peritonitis was touch contamination from the patient, as he didn't cap his transfer set with a minicap when stopping therapy and he used his hand to stop fluid from leaking out of the transfer set. The transfer set was changed and the sample and lot number were not available. The nurse reported that the patient has been retrained to cap the transfer set with a minicap when stopping therapy. Patient has a history of end stage renal disease. No further information was given at this time.